Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient received a transplant on (B)(6), 2014. The patient had been moved up on the transplant list due to a driveline infection.

Manufacturer narrative:
Additional information: the pump and associated equipment were not returned. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a possible adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.